Event description:
It was reported that the device indicated a lead warning due to atrial pace impedance greater than 2500 ohms, and that there were atrial sense and pace markers with no atrial lead implanted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.